Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, noise was observed on the right ventricular lead. No patient symptoms were reported. The noise could be reproduced through provocative testing. Other electrical values were normal. Device reprogramming was performed and the noise was suppressed. The patient would continue to be monitored.